Event description:
It was reported that, the 3mmx1000mm ball tp gde rd packaging was damaged. The packaging folded at the top which resulted in a hole. As this happened in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Additional information: d9. H3, h6: the associated device was returned and evaluated. The visual inspection revealed the device¿s packaging was found to be punctured by the guide rod. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include damage during shipping, mishandling or manufacturing process errors. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H3, h6, h10.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Packaging sequence used during production shows that the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. A new packaging upgrade is in progress, which will mitigate the occurrence of this type of failure. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping and/or mishandling. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.